Event description:
Ous MDR - it was reported that, after 10 months of implantation, the ICD can not be interrogated. The patient suffers from twiddler's syndrome. There was no deterioration of the patient's health reported.

Manufacturer narrative:
After receipt, the ICD was first subjected to an electrical test. This test confirmed the clinical finding that the ICD could not be interrogated. Therefore, it was no longer possible to read out the device memory. The x-ray images of the ICD and lead system available were analyzed. It was found that the lead was fully retracted back into the ICD area in the implanted state and was wound around the ICD around the transversal axis, which suggests the "twiddler" syndrome. The rv and svc shock leads were thus in direct contact with the ICD housing. This explains the presence of an external low-resistance shock path when the system was implanted. In the next step the device was opened. The shock power amplifier of the electronic module was found to be destroyed, and the high-voltage fuse was damaged. These instances of damage indicate shock delivery along an external low-resistance shock path. The module damage then resulted in the ICD not being able to be interrogated. There were no traces of flashover or short-circuiting inside the ICD nor in the connection system that could be related to the clinical observation. The low-resistance shock path clearly resulted from an external short circuit. The production process for the leads and the ICD were reviewed. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed.